Manufacturer narrative:
One device was returned for analysis of complaint of acu watchdog failure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log confirmed complaint of acu watchdog failure. Probable cause was defective speaker. Replaced speaker to resolve reported issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had system failure: acu watchdog failure. There was no patient involvement.